Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device found it to be cracked on top case, right plunger case, bottom case by main screws, as well as the battery door. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service & repair records. Force sensor test error was noted in the event history log of the device. Device was then powered on, and test force sensor was checked. A force sensor test error was found at power up and unable to be calibrated. Contamination was noted inside the plunger assembly; the problem source determined to be user interface. The plunger assembly, plunger tube and plunger cable were all replaced as a result. This investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.

Event description:
Information was received that a smiths medical medfusion syringe pump has system failure for sensor bridge test. No patient adverse effects reported.